Manufacturer narrative:
(B)(4). The customer stated that none of the biosense webster equipment was at fault. The catheters involved in the event were discarded at the end of the procedure and were not returned for investigation. (B)(4). Concomitant biosense webster products used during the procedure: c3 webster quadrapolar with auto ID - fixed: catalog no.: f5qf005ct, lot no.: 15131987. Ez steer thermocool sf nav: catalog no: bni35dfh, lot no.: 15201056l.

Event description:
During the ee of carto3 v2 the patient had a tamponade at the end of the procedure. The patient was stable after the treatment and was discharged from hospital the settings on the generator were 2ml-mapping, 8ml-ablation 30w and if 35w 15ml flow.